Manufacturer narrative:
Corrected data: model #: zxr00. Health professional: yes. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a serial number was not provided. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. Serial #: unknown, not provided. Catalog #: a complete catalog number is unknown as serial number was not provided. Expiration date: unknown, as serial number was not provided UDI#: a complete UDI# is unknown, as the serial number was not provided. Device manufacture date: unknown, as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2018 and explanted on (B)(6) 2018. The reason for explant was not provided. No additional information was provided to johnson & johnson surgical vision.